Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative (rep) reported that there was a power on reset (por). A CT scan could be related to this issue. The rep did not know when the patient had the CT scan. The CT scan was not related to the device or therapy. The por was cleared successfully. No symptoms reported. The patient's relevant medical history includes lumbar radiculopathy and spinal pain.